Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the crimped stent along the distal portion was damaged and stretched distally out over the distal markerband. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink at the port bond skive location and a 7mm longitudinal tear on the outer shaft, distal to the port bond skive. The damage evident to the outer shaft is consistent with excessive manipulation of the delivery catheter while attempting to advance the device over the guidewire during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed and thrombotic target lesion was located in the middle third of the right coronary artery. Angioplasty was performed and 2 stents were implanted. Then 2 guide catheters were advanced to the distal third of the lesion and a 3.0mmx30mm balloon catheter was used for predilation. Then a 38 x 4.00mm promus premier¿ stent was advanced but was not able to cross due to the narrowness of the lesion. The device was removed and it was noted that the stent struts were damaged. The physician did not implant another stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The stenosed and thrombotic target lesion was located in the middle third of the right coronary artery. Angioplasty was performed and 2 stents were implanted. Then 2 guide catheters were advanced to the distal third of the lesion and a 3.0mmx30mm balloon catheter was used for predilation. Then a 38 x 4.00mm promus premier¿ stent was advanced but was not able to cross due to the narrowness of the lesion. The device was removed and it was noted that the stent struts were damaged. The physician did not implant another stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).